Manufacturer narrative:
Date sent to the FDA: 12/21/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an incision and drainage and debridement of the left groin and flank with partial mesh extraction on (B)(6) 2012 which ¿required partial mesh excision and debridement of the surrounding tissue and flank.¿ it was reported that the patient underwent an incision and drainage and extensive debridement of the left groin with a piecemeal removal of mesh at on (B)(6) 2014 during which the surgeon noted ¿the embedded mesh was noted to have extensive purulent pockets along the entire mesh tract. Multiple sinus tracts were excised. The mesh was excised in pieces. Most of the mesh was noted to be embedded in pus pockets. The mesh was found to be extended underneath the transversalis fascia causing a fibrotic cavity filled with pus and wadded mesh. As much of the mesh was removed as possible.¿ it was reported that the patient has recurring infection, fistulas and unhealing wounds of the left supralateral urinary bladder and the left inguinal region. No additional information was provided.